Event description:
A user facility reported that an electromechanical ambulatory infusion pump, used by a patient for iron chelation therapy, has been underdelivering for an unspecified period of time. The patient has compensated for the underdelivery by increasing the pump's delivery rate. There is no injury associated with the event.